Event description:
The customer reported via phone call that she experienced a high blood glucose level of 544 mg/dl. The customer was thirsty and tired. She administered a 12 unit injection to treat her high blood glucose level. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 2032227-2014-43671 for additional information. Reliability analysis inspected one opened/used sensor and performed solution test. Sensor failed for no isig readings. Checked lab transmitter for proper use and operation using tool and transmitter passed per inspection.